Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and was advised to continue using it while being instructed to call back if the malfunction recurred. There was no recurrence of the malfunction code after the reset.